Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned for evaluation. As returned, the hex head is fractured from the threaded shaft. Damage is seen on the rim feature and spherical radius of the head, shank, and thread form. Sem testing results show: sheared ductile overload dimples identified in multiple non-smeared areas on the fracture surface, which are indicative of torsional overload mode of failure. Eds semi-quantitative elemental analysis of the trilogy bone screw samples showed that it was consistent with ti-6al-4v alloy. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty approximately 7 months ago. Patient experienced pricking pain post-operatively on the same day. X-rays taken identified that the screw was backing out. Subsequently, patient was revised on an unknown date. Attempts have been made and additional information on the reported event is unavailable at this time.